Event description:
It was reported to philips the device battery was not working. There was no patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the battery needed to be replaced to return the device to working condition. The rse ordered a replacement battery. The device remains with the customer.